Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 4 months and 9 days after implantation. The doctor noted periodontal disease, bone resorption, and local infection during explantation. The patient has history of diabetes, hypertension, and is a tobacco user. The patient has recovered without complications.